Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the wire tip detached and was unretrieved. A rotapro and rotawire drive were selected for treatment of an 85% stenosed target lesion, located in the severely calcified right coronary artery (rca). After treatment was performed, the devices were removed with no resistance. Fluoroscopy revealed that the wire tip had detached at the weld point and was retained inside the patient. Per the physician, the burr likely caused the sharing of the rotawire. Retrieval of the wire fragment was attempted by inserting three .014" interventional wires and twisting them in an effort to snare it, but these attempts were unsuccessful. The patient was admitted to the hospital and an additional surgery was scheduled to remove the wire from the rca.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event of guidewire fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based thorough review of reported complaint, the most probable cause for this complaint was considered adverse event related to procedure, as the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that the wire tip detached and was unretrieved. A rotapro and rotawire drive were selected for treatment of an 85% stenosed target lesion, located in the severely calcified right coronary artery (rca). After treatment was performed, the devices were removed with no resistance. Fluoroscopy revealed that the wire tip had detached at the weld point and was retained inside the patient. Per the physician, the burr likely caused the sharing of the rotawire. Retrieval of the wire fragment was attempted by inserting three .014" interventional wires and twisting them in an effort to snare it, but these attempts were unsuccessful. The patient was admitted to the hospital and an additional surgery was scheduled to remove the wire from the rca.